Event description:
The customer reported that their automatic endoscope reprocessor (aer) exhibited "water leak." The customer wiped up the water but the leak reoccurred. The asp field service engineer (fse) went to the facility and noted that the machine was leaking cidex opa. There were no reports of physical complaints related to the leak.

Manufacturer narrative:
Solution spill, capital equipment, evaluated at customer site. The fse noted disinfectant leaking on to floor. The fse replaced cracked disinfectant reservoir and tested for leaks. System performs to manufacturer specifications.